Event description:
It was reported that the nurse had arctic sun device that kept cutting out. Screen went black. Nurse believed there was a lead going out. Nurse powered off and swapped to a different outlet, but no improvement noted. Biomed has left and they have no other devices available to swap out. Biomed asked if someone could send them another device. Outside of powering device off and back on and ensuring device was in a functioning outlet, there was no other troubleshooting that could be performed on the floor. Biomed would need to intervene . Per wo review on 07nov2022, there was no patient involvement. Per sample evaluation results received on 25apr2023, it was reported that the target temperature 35c and patient temperature was 35.7c." 0.2°c (32°c to 38°c).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device that kept cutting out. Screen went black. Nurse believed there was a lead going out. Nurse powered off and swapped to a different outlet, but no improvement noted. Biomed has left and they have no other devices available to swap out. Biomed asked if someone could send them another device. Outside of powering device off and back on and ensuring device was in a functioning outlet, there was no other troubleshooting that could be performed on the floor. Biomed would need to intervene . Per wo review on (B)(6) 2022, there was no patient involvement. Per sample evaluation results received on (B)(6)2023, it was reported that the target temperature 35c and patient temperature was 35.7c." ±0.2°c (32°c to 38°c)